Event description:
The biomedical engineer reported an infusion pump with a 715:00 failure code. The pump came into the biomed with an unspecified failure. Failure code 715:00 was found in the event history during biomed testing. The biomedical engineer stated to baxter's technical support that they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device.